Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with 2 bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes foreign matter was discovered in tubes. The following information was provided by the initial reporter: black substance found in the tube.

Event description:
It was reported that prior to use with 2 bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes foreign matter was discovered in tubes. The following information was provided by the initial reporter: black substance found in the tube.

Manufacturer narrative:
H6: investigation summary bd received 2 samples and 1 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for embedded fm with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for embedded fm with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.